Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The inflation syringe was received. Visual inspection noted that the valve seal was intact and functioned properly. The locking collar was unable to lock due to the crack in the collar. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a cut in the balloon and a crack observed in the locking collar, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the balloon would deflate while testing the device before using it for the procedure. There was no reported patient injury or adverse event.